Manufacturer narrative:
Patient medications include but are not limited to: aspirin, carvedilol, escitalopram, fenofibrate, folic acid, gilenya, hydralazine, hydrocodone, lisinopril, naproxen, omeprazole, tolterodine, vimpat, vitamin e, vyvanse, xanax. The gore® excluder® aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy as described below: a minimum aortic neck length of 15 mm. Additionally, the IFU states, adverse events that may occur and / or require intervention include but are not limited to: endoleak, occlusion of the device or native vessel. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. The physician had chosen not to perform angioplasty as the patient¿s ascending and proximal mid descending thoracic aorta; down to the bilateral common iliac arteries were reported to have multiple sites of spontaneous chronic arterial dissections. Additionally, it was reported that patient¿s aortic neck length only measured 8-9mm. Intraprocedure imaging showed a proximal type I endoleak and a gore® excluder® aortic extender was implanted with careful angioplasty of the proximal end. Imaging at this time showed the endoleak had been resolved however that the aortic extender component had completely covered the left renal artery. Attempts to maneuver the aortic extender component were made but not successful. A left renal artery to left external artery transposition was then performed. The patient tolerated the procedure.